Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the therapy electrodes of the lifevest. It was reported that the skin had been rubbed raw and that it was red and itchy. A pharmacist recommended that the patient apply lamisilat spray. Follow-up indicated that the rash had improved.